Manufacturer narrative:
Additional information was sought to obtain the model and serial number of the associated lead. However, the representative confirmed this information is not available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing and shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined this device also exhibited oversensing of the atrial channel resulting in pacing inhibition. Rhythmcare then provided further troubleshooting options to be considered including performing an x-ray. This device system remains in service. No adverse patient effects were reported.